Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a mid left anterior descending artery. An unknown graftmaster was being advanced to treat a perforation when there was resistance with the guiding catheter. There was also resistance with the guiding catheter when removing the graftmaster. Another unspecified device was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects.